Event description:
Healthcare professional reported pump "did not infuse". "Checked the bag and there did not appear to be any kind of occlusion so we replaced the pump with another one." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint history review performed. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii flex, serial number (B)(6), was reviewed, and it was discovered that the event log captured the infusion complete alert. But it logged downstream occlusion error events. Then the test was performed on the nimbus ii flex, serial number (B)(6), where the pump flow rate accuracy was outside of the acceptable limit. The reported complaint was confirmed in the event log, and it was repeated in the performance test. The pump operates outside of specification and does not meet the acceptance criteria. This issue is being investigated under CAPA (B)(4).